Event description:
Blade broke in half while the doctor was using it.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation. No findings in review of the DHR. No testing performed as no samples were received, therefore no results.